Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported an adverse event while the device was in use. The tubing set was being used to deliver an unspecified volume of tpn solution. After an unspecified length of time in use, the customer contact reported leakage from the filter. The customer contact reported that the "baby had a leak and developed a line associated infection, can't prove they are related but I am very concerned they are." Info was requested from the customer contact regarding pt condition, medical intervention at the time of the event, if the delay in therapy was critical for this pt, and the volume of fluid that leaked. No response has been received.